Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Photo of complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned plate and screws and confirmed corrosion on the plate. The screw which has corrosion was not sent for additional evaluation. The screws returned do not exhibit any corrosion. The eds analysis of the free area of the plate noted the material of the plate is nearly consistent with 22-13-5 stainless steel except for the contaminants. It was inconclusive whether the indications are a result of corrosion products or biological contamination on the plate sample. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown what the lot is at this time. However, it is known it is either 63082496 or 63138390. If any further information is found a supplemental will be filed accordingly. Lot-63082496,  manufacturer date- 06/17/2015, sterile date: 05/31/2025. Lot- 63138390,  manufacturer date: 08/11/2015, sterile date: 07/31/2025. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02164/0001822565-2017-02162/0001822565-2017-02163.

Event description:
It was reported that upon removal of the implants, black foreign material was noted between the plate and one of the screws. It was further noticed that some soft tissue was also discolored. Attempts have been made and additional information on the reported event is unavailable at this time.